Event description:
It was reported via repair work order that the footboard screen is functioning intermittently due to footboard cable connection had an break in wire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the footboard screen is functioning intermittently due to footboard cable connection had an break in wire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts on order.

Manufacturer narrative:
Supplemental submitted with evaluation results.